Event description:
Epidural tubing leaking, couldn't find spot then tubing broke at filter site in tubing. Clamped off tubing to pt. New bag and tubing hung. No problems to pt except pain relief not as effective but tolerable.